Event description:
It was reported that during an unknown case, the device had an error code 5 during initialization. Did some troubleshooting but ended up using a like device to complete the case. No patient consequence. One device to be returned.

Manufacturer narrative:
Eval summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a gen04 and displayed an error code 7; it was found that the hand control switch assembly buttons were not functional. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.